Event description:
It was reported that pacemaker (pm) was at normal elective replacement indicator (eri) and during the pm change procedure, the pm had fully died due to cautery short circuited of the battery. The pm was explanted and replaced on (B)(6) 2026. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
The reported event of material integrity problem was not confirmed. The device was at end of service (eos) level upon receipt. Review of the device image indicates it was corrupted consistent with exposure to electrocautery during the explant procedure. Electrical test performed after replacing the battery indicated normal functionality. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.